Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a left sided atrial flutter ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cerebrovascular accident. Post 12 hour procedure, the patient developed cerebrovascular accident and was moved to recovery. There¿s no information regarding medical/surgical intervention, extended hospitalization, patient¿s outcome or physician causality opinion. The patient was reported to be in stable condition with right sided paralysis and aphasia. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.